Event description:
Device evaluation: received for evaluation was one export advance stiffening stylet. As received, the stiffening stylet wire is coil wrapped and the stylet hub is detached from the stylet wire. The full length of wire was returned. The stylet wire is bent mid shaft. The distal tip and distal 3cm of the stylet wire is bent. The proximal end of the stylet wire shows the wire was prepped for the hub attachment. There appears to be adhesive present inside the hub. The adhesive inside the hub is visible and location of where the stylet wire was adhered in the adhesive is visible.

Event description:
It was reported that during use of an export advance aspiration catheter, the hub of the stylette detached in the catheter. The stylette was unable to be removed from inside of the catheter. The physician used a forceps to grip the end of the stylette for removal. He continued using the relevant device applying negative pressure and completed the thrombus aspiration. No abnormalities noted during device inspection and preps before the operation. No resistance was felt with mating device during delivery. There was no adverse event to the patient.

Manufacturer narrative:
Results: root cause could not be determined. Conclusion: root cause could not be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: investigation in progress. Conclusion: conclusion not yet available (investigation in progress). (B)(4).